Event description:
Account obtained discrepant calcium results for two pt samples. Initial results were 6.5 and 2.5 mg/dl. When repeated, the results were 9.7 and 9.7 mg/dl. The incorrect results were not used to guide therapy. The field service rep found that the r1 probe was leaking and repaired the instrument by cleaning the r1 valves.